Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 403 mg/dl which was treated with manual injections. It was unknown whether the customer using auto mode feature at the time of reported high blood glucose event. No further details provided. Insulin pump will not be returned for analysis.